Event description:
While preparing the model 3100a for patient treatment, the user was unable to perform patient circuit calibrations. Patient circuit and components were replaced, allowing calibrations and preparations to be completed. The patient was not compromised.